Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The physician placed the lead in position but resulted in low r-wave sensing and low impedance. The lead helix as attempted to be retracted but was unable to retract with multiple stylets and rotation tools used. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.